Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report# 1627487-2013-05844. The pt has an scs system and a pacemaker. It was reported, the pt's blood pressure and heart rate dropped when stimulation was activated. An sjm rep witnessed the same symptoms when they met with the pt. Sjm rep met with the pt for troubleshooting and addressed the issue.